Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic radial artery harvesting procedure, a piece of the gray silicone jaw boot from the hemopro broke off of the device into the pt's arm. The broken hemopro jaw was retrieved through the original incision. There was no add'l blood loss from the arm as the jaw did not break while sealing a branch. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital intends to return the product in question.